Event description:
It was reported to philips that the suite pc did not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and identified that the system was not starting properly, with all monitors displaying black screens and no input signal. Upon troubleshooting actions, fse identified that the suite pc had no power. It was confirmed that the power supply unit of the suite pc was defective. The defective suite pc was returned for analysis, and it was concluded that the suite pc was failed due to the defective power supply unit (psu). Fse replaced the suite pc, reloaded the suite pc software and restored the system¿s backup and license. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.